Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing an inaccurate high issue with his one touch ultrasmart meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on the week of (B)(6) 2011 (exact date unknown), he obtained blood glucose readings of "525 mg/dl" with the subject meter and "117 mg/dl" on the accucheck meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient stated that he manages his diabetes with lantus (20u) and novalog insulin (adjusts based on blood glucose readings). The patient claimed that as a result of the alleged issue he continued his regular diabetes management routine. He informed the cca, that allegedly "a few days later" (exact date unknown) after the product issue, he developed symptoms of been lightheaded and sweaty. Patient denied receiving any treatment to address these symptoms. At the time of troubleshooting, the cca noted that the patient was using correct test strips, appropriate testing technique, and the meter was set to the correct unit of measure. Customer did not have the control solution available to perform a quality control test. Replacement products were sent. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after the alleged meter issue began.